Manufacturer narrative:
(B)(4). Investigation/conclusion: the monitor associated with the complaint was returned for investigation. The customer's complaint was not confirmed during in-house testing. Retain and returned strips tested on the returned monitor met accuracy criteria. Functional and thermistor testing were performed on the returned monitor with passing results. A review of the entire in-house testing for lot 368057a was performed and found that the lot meets criteria; no product deficiency was found for this lot. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances; the lot met release specifications. Impedance curve analysis was not performed because the customer's reported inratio inr result was not found within the last four saved results in the monitor memory. Unable to determine a root cause from the available information. (B)(4) was initiated to investigate the cause of highly discrepant results. Further investigation into this issue is being performed under (B)(4).

Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results and the lab inr results: the results were as follows: on (B)(6) 2016: inratio=5.0 versus lab inr=10.6 (15 minutes apart). On (B)(6) 2016: lab inr=8.9. Patient's therapeutic range is: 2.5-3.5 the patient was hospitalized on (B)(6) 2016 and discharged on (B)(6) 2016 and is doing well. He received two units of fresh frozen plasma while in the hospital and no other intervention was taken. Caller was unable to provide any further information about the patient.